Event description:
It was reported that during a ptca/stent procedure, after deploying the multilink, the physician attempted to deflate the balloon and contrast was noted between the balloon and the elastic membrane. The balloon did not appear to completely deflate. The stent delivery system was then removed as a unit and the lesion was post-dilated with another catheter. No pt injury was reported.